Event description:
Per the clinic, the patient experienced incorrect intra-cochlear electrode array position during the initial implantation surgery. Difficult insertion was noted during the initial implantation surgery due to fibrosis and ossification at the basal turn of the cochlea. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. During the explant surgery, surgeon again noted fibrosis and ossification at the round window.

Manufacturer narrative:
Device analysis report attached.